Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using another system. A field service engineer analyzed the system logfile and identified errors such as out-of-range tube current, arcing, high resonance current, and hv symmetric warnings. Further troubleshooting revealed a vacuum leak in the x-ray tube. Further troubleshooting revealed a vacuum leak in the x-ray tube. To resolve this issue, fse replaced the x-ray tube. The faulty tube was returned to philips for further analysis. The analysis showed a blown small filament. After replacement, the system was returned to use in good working order the codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy or exposure. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.